Event description:
The guidewire was returned and found the polytetrafluoroethylene (ptfe) coating was peeling. There was no clinical consequence to the patient.

Event description:
The guidewire was returned and found the polytetrafluoroethylene (ptfe) coating was peeling. There was no clinical consequence to the patient.

Manufacturer narrative:
Device analysis is still in progress and the cause of the reported event has not yet been determined.

Manufacturer narrative:
Visual inspection of the returned device found that the guidewire ptfe coating was peeled off along its proximal end at 14.0cm, 123.0cm, 126.0cm and 129.0cm from its proximal end. The coating was scraped on the guidewire. The torque device brass collett markings appeared to be on the guidewire, indicating the torque device had been dragged along the body of the wire where the coating had been peeled off. The guidewire was bent and kinked on several places along its length. The coating damage on the proximal end of the device was most probably due to the insufficient tightening of the torque device. The labeling states: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Therefore, it was determined that user error contributed to the peeling found on the proximal end of the guidewire.